Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that upon opening the device, a black foreign material was allegedly observed on the device. There was no patient contact.

Manufacturer narrative:
H10: as this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of ten for this event. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one bard ptfe pledgets was returned for evaluation. During visual evaluation, no evidence of breach of sterile barrier was observed. Under microscopic evaluation, sample noted to have a hair-like material within the packaging. Therefore, the investigation is confirmed for the reported contamination issue. A definitive root cause for the contamination issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported that upon opening the device, a black foreign material was allegedly observed on the device. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that upon opening the device, a black foreign material was allegedly observed on the device. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: as this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of ten for this event. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.